Manufacturer narrative:
Complaint is confirmed. Visual evaluation noted that inside the drive shaft, part of the base of the drill is broken. The broken pieces were not returned for investigation. Also, it was noted that inside the base of the burr attachment was chipped. Functional testing was not able to be performed due to the broken piece inside the drive shaft of the device. The most likely cause can be attributed to excessive force/friction during use or insertion.

Event description:
On 07/03/2023, it was reported by a sales representative via sems that an ar-300b burr attachment 2.35 mm broke. This occurred during a case, the burr broke off into the nozzle, spd attempted to remove the piece, but was unsuccessful. The remaining burr was found and accounted for. There was no additional information provided, additional information has been requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.